Event description:
Facility reported that the atec breast biopsy and excision device did not take an acceptable specimen, requiring an add'l procedure be performed.

Manufacturer narrative:
Facility discarded device and did not capture the lot and expiration info for the report.